Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the upper buttocks which is off label usage of the device, on (B)(6) 2025. The sensor pod was provided for investigation. An external visual inspection was performed and failed due to missing sensor wire. Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).